Event description:
It was reported that the laser system lcd display failed prior to beginning the procedure, however the pt was under anesthesia and the case was canceled. There was no pt injury reported.